Event description:
Additional information received: left side pain and "slightly displaced." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional information: a.2, b.3, b.5, b.6, d.4, d.7, h.4, h.6.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product and patient information has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare professional reported unknown side rupture, and seroma. The device remains implanted.